Manufacturer narrative:
The lens was returned in folded white gauze material loose in a bag. Solution is dried on the lens. Both haptics are broken in the gusset area. The broken haptics were not returned. The optic is torn/cut into two portions similar to damage from insertion and removal. Product history records were reviewed and documentation indicated the product met release criteria. The associated product information was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported visual issues. The optic was torn/cut similar in appearance to damage from insertion and removal. Additional lens damage was observed. It cannot be determined if the additional damage occurred during removal. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter indicated that the patient experienced light glare due to refractive error. The 15.0 diopter lens was removed and replaced with a 14.5 diopter lens. The increase in a half diopter for the replacement lens may suggest that the replacement lens was an improved selection for the vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced light glare due to refractive error. The lens was exchanged. Additional information was requested.